Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10. The glidescope gvm monitor and the glidescope spectrum smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor and smart cable and could not confirm the reported intermittent image issue; the units function as intended. Physical damage was found on the gvm monitor and both the front shell/screen and the back shell were replaced. The glidescope gvm monitor and the glidescope spectrum smart cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device has been returned to verathon, however at the time of this report, the device has not yet been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 if additional information becomes available. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency patient procedure, using a glidescope spectrum smart cable, the screen would lock up and the video would go blank intermittently. A delay in the procedure of a couple of minutes occurred as another avl unit was obtained. No harm to the patient or user was reported.